Event description:
Related manufacturer report numbers: 2916596-2023-04367 and 2916596-2023-07089.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the controller event log file showed events spanning approximately 3 days (24may2023 ¿ 25may2023, 15jun2023 per time stamp). On (B)(6) 2023 at 18:52:47, a controller internal fault alarm was active and coincident with ocp_b_open faults, indicating damage to fuse b in the system controller. The alarm cleared quickly after; however, ocp_b_open and pwr_b_broken faults were active. Driveline power fault alarms began to activate at 18:52:49. The driveline was disconnected at 19:09:15 for a system controller exchange and the driveline power fault alarm cleared and the controller internal fault reactivated. Power was disconnected and the controller was turned off on at 19:14:10. The system controller was powered on again on (B)(6) 2023 at 19:36:16 and on (B)(6) 2023 at 11:35:05 and controller internal faults were active. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the controller fault was resolved after the system controller was exchanged. There were no patient consequences. No product will be returned to abbott for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller internal fault and driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an internal controller fault on (B)(6) 2023. The patient exchanged their system controller in response to the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log file. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 days (24may2023 ¿ 25may2023, 15jun2023 per time stamp). On (B)(6) 2023 at 18:52:47, a controller internal fault alarm was active and coincident with ocp_b_open faults, indicating damage to fuse b in the system controller. The alarm cleared shortly after activating. The driveline was disconnected at 19:09:15 for a system controller exchange and the controller internal fault reactivated. Power was disconnected and the controller was turned off on at 19:14:10. The system controller was powered on again on (B)(6) 2023 at 19:36:16 and on (B)(6) 2023 at 11:35:05 and controller internal faults were active. There were no other notable events active in the log file. Pump operation was not affected. The root cause for the controller internal fault alarm was conclusively determined to be due to damage to fuse b in the system controller; however, a further root cause was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller internal fault and driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the exchange resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted for review, and another was downloaded for review. A review of the controller event log file showed overlapping events spanning approximately 4 days ((B)(6) 2024 per time stamp). Events captured on (B)(6) 2024 took place at abbott. On (B)(6) 2023 at 18:52:47, a controller internal fault alarm was active due to ocp_b_open faults, indicating damage to fuse b in the system controller. The alarm cleared quickly after; however, ocp_b_open and pwr_b_broken faults were active. Driveline power fault alarms began to activate at 18:52:49. The driveline was disconnected at 19:09:15 for a system controller exchange and the driveline power fault alarm cleared and the controller internal fault reactivated. Power was disconnected and the controller was turned off on at 19:14:10. The system controller was powered on again on (B)(6) 2023 at 19:36:16 and on (B)(6) 2023 at 11:35:05 and controller internal faults were active. There were no other notable events active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and did not pass due to the damaged fuse. The fuse was replaced, and the controller was retested and passed. The controller was able to operate a pump with no alarms active. The controller functioned as intended following the repair. Additional provided information communicated on 10jul2023 stated that the controller fault was resolved after the system controller and mod cable were exchanged. There were no patient consequences. The root cause for the controller internal fault alarm was conclusively determined to be due to damage to fuse b in the system controller. The fuse was opened due to damage to the modular cable, which is covered under manufacturer report number 2916596-2023-04367. The device history records were reviewed for the system controller (serial number: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller internal fault and driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.